Manufacturer narrative:
(B)(4) 2013: the analysis from the manufacturer is pending. (B)(4) 2014: preliminary analysis of the returned device did not reveal any anomaly. The final analysis from the manufacturer is pending.

Manufacturer narrative:
On november 24, 2013 - the analysis from the manufacturer is pending. On january 10, 2014 - preliminary analysis of the returned device did not reveal any anomaly. The final analysis from the manufacturer is pending. On september 26, 2014 - (B)(4).

Event description:
This device was received from the (B)(4) funeral home. The paperwork noted eol as the reason for return. Since the device was received from a funeral home, a search on the internet provided the date of death for this patient. The physician called our representative and noted that the family did not request an autopsy or device analysis. However the manufacturer decided that since the paperwork was marked as eol, an analysis on the device should be performed.

Event description:
This device was received from the (B)(6). The paperwork noted eol as the reason for return. Since the device was received from a funeral home, a search on the internet provided the date of death for this patient. The physician called our representative and noted that the family did not request an autopsy or device analysis. However the manufacturer decided that since the paperwork was marked as eol, an analysis on the device should be performed.

Manufacturer narrative:
The analysis from the manufacturer is pending.

Event description:
This device was received from the legacy funeral home. The paperwork noted eol as the reason for return. Since the device was received from a funeral home, a search on the internet provided the date of death for this patient. The physician called our representative and noted that the family did not request an autopsy or device analysis. However the manufacturer decided that since the paperwork was marked as eol, an analysis on the device should be performed.